Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there were multiple right ventricular over-sensing episodes due to lead noise. The patient received stimulation while charging due to the noise over-sensing. Programming changes were made. The patient was in stable condition.